Event description:
Caller reported blood glucose results of 538 mg/dl, 171 mg/dl, 220 mg/dl, and 204 mg/dl on the aviva system within 10 minutes. Reported no adverse event. A request was made for return of the system, replacement was sent.